Event description:
It was reported the patient was having problems with her implantable neurostimulator (ins). On (B)(6) 2010, it was stated the patient "has had four or five surgeries since implant and the last one was about two weeks prior." It was stated the patient's stimulation was "very strong" and that she believed the ins was causing her interstitial cystisis to "flare up." It was also stated the patient had "clots of blood coming from her bladder." It was also stated the pt believed that, at her last revision, her doctor had "punctured her lung" while implanting a lead. It was stated the patient's stimulation had been turned off. On (B)(6) 2010, it was stated the patient planned to have her device removed. On (B)(6) 2010, it was stated the patient was experiencing "intense pain" and that she "had a wire coming out of her back." It was stated the patient did not believe she could wait until her scheduled explant date. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).